Event description:
The customer reported elevated, discrepant troponin I (access® accutni¿) results, for two patients, involving the access® 2 immunoassay system. The customer stated the results were released out of the laboratory. The customer was uncertain if patient care was impacted. There has been no report of patient consequence associated with this event. The customer indicated the physician questioned the results, and the patients' samples were retested on the alternate access® 2 system; the results were within the normal reference range for both patients. The patients' samples were collected in lithium heparin plasma tubes and centrifuged at 3,600 rpm (rotations per minute) for five minutes. The customer indicated quality control (qc) was out of specification at the time of the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) reviewed the system's event log for errors and none was observed. The fse noticed there was no wash buffer in the dispense probes. The fse removed and cleaned the wash valve and primed the fluidics. The fse performed volume checks and noted volume checks were normal. The fse verified transducer alignments and verified voltage at 197vac. The fse adjusted the mixer speed to 2,500 cw/ccw and performed system check, which passed within specification. The fse noted, while performing high sensitivity system check, wash valve motion error occurred. The fse then observed wash buffer on top of the fluidics manifold. The fse replaced the fluidics manifold and resolved the issue. System check and high sensitivity system check passed within specifications. The fse performed a 20-repetition precision test, using level 1 quality control material, and it was within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event. The fse discovered wash buffer collecting up on top of the fluidics manifold and replaced the fluidics manifold. Beckman coulter continues to track and trend any incident related to this issue.